Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.

Event description:
Information was received from the consumer through a manufacturing representative regarding a patient receiving intrathecal dilaudid 10 mg/ml at 1.350 mg/day. The indications for use were non-malignant pain and arachnoiditis. The patient experienced an increase in pain, fluid in the pump/around the pump pocket. Fluid was leaking at the catheter connection on the pump. The catheter appeared to not be seated correctly on the pump. A dye study was performed prior to opening the pump pocket. After the catheter was removed from the pump, the catheter access port (cap) was flushed and fluid was observed to be coming out of the base of the catheter connection location. The pump and pump segment of the catheter were replaced. The issue was resolved. The patient's status was "alive - no injury" at the time of this report. Additional information was received from the health care provider (hcp). The connection was damaged, not properly seated, and difficult to separate from the pump (needed a tool). Fluid injected into the pump catheter access port (cap) did not clearly all exit the pump at the catheter connector. It was noted that the patient was new to the hcp's office ((B)(6) 2015).

Manufacturer narrative:
The catheter was returned, and analysis found coring-tears-cuts in the seal of the sc connector (meets leak criteria per ndhf1162-113599). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.